Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. On device interrogation suspected loss of capture was noted. Current electrogram (egm ) reveals a paced /v sensed beats with suspected premature ventricular contraction. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.